Manufacturer narrative:
H11: . The device was not received and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot # was not included in the UDI # as the customer could not provide the information. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed downstream occlusion. This occurred in the oncology department when starting IV chemotherapy on a patient. The IV site was assessed and found to be intact, good blood return, flushes easily, no pain. Nurse changed pumps and end to chemo tubing with no change. The nurse reconnected the chemo to the patient and connected it to the second hub up from the lowest one on the IV tubing and it worked. There was no report of patient injury or medical intervention associated with this event. No additional information is available.